Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a implantable pulse generator (ipg) upgrade procedure, the right atrial (ra) lead had insulation damage. Post procedure the impedance level was low. The ra lead was reprogrammed off. No patient complications have been reported as a result of this event.